Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-oct-2018 with the following findings: investigation revealed call service 064-0008 alarms in the history. The call service 064-0008 alarm was duplicated during the load step. The pump was opened and moisture damage was found on the pump circuit board. The call service alarm was due to the moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.